Event description:
It was reported that the customer had an issue where the pump does not alarm when it is out of insulin. Customer does not want to get the pump replaced yet. Customer wants to try one more time to see if the pump will alarm. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.